Manufacturer narrative:
(B)(4).

Event description:
The patient experienced fluid build-up around the pump pocket site without any other symptoms. The hcp (healthcare provider) suspected a csf (cerebrospinal fluid) leak. A surgical intervention was performed (B)(6) 2010. During surgery, a catheter dye study was performed and there was no evidence of any leakage. Csf was discovered in the spinal incision. It was unclear if, during surgery, the hcp sutured and also irrigated the pump pocket. As of (B)(6) 2010, the patient was "doing well." The pump delivered fentanyl 500 mcg/ml. Additional information has been requested, but was not available as of the date of this report.